Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlet, tandem charging cable, and tandem wall adapter, and charging connection was not recognized even after remaining plugged in for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter without success, was instructed to rely on multiple daily injections if pump battery depleted before resolution, and technical support arranged shipment of replacement charging cable and wall adapter, attempted multiple follow-up contacts by phone and email, and ultimately closed case when customer could not be reached.